Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4). The customer did not provide any lot numbers associated with the prism hcv testing of archived donor sample (B)(6). The customer also did not provide any returns for this current evaluation. As a result, no testing could be performed. This same reasoning would also apply since any prism hcv reagent lot from the years 2011 and 2012 are expired. The abbott prism hcv assay package insert provides information to address the customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. (B)(6).

Event description:
On 06 april 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism hcv results for two donor units. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: (B)(6): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6) results of (B)(6). The sample was then sent to the (B)(6) for confirmatory testing where the sample generated (B)(6) results with the innotest methodology, (B)(6) results with the architect anti hcv and hcv core ag assays and (B)(6) results by immunoblot ((B)(6)). (B)(6) then pulled an archived sample from this same donor ((B)(6)) and tested this sample on the roche platform where a (B)(6) result of (B)(6) was generated. This same sample had generated (B)(6) results on (B)(6) 2015 with the prism hcv assay and with a nat methodology. Further confirmatory results are pending at (B)(6). Red blood cells and fresh frozen plasma were distributed from the (B)(6) 2015 donation for medical use. There is no information provided on the donors or any recipients of the blood products from these donations. Notification to the competent authority was received by abbott after the prism analyzer was removed from this site. (B)(6) pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2011 and generated (B)(6) results with the prism hcv assay (lot unknown). This sample was then tested on the cobas platform and generated a (B)(6) result of (B)(6) on (B)(6) 2016. Confirmatory testing was then performed on (B)(6) 2016 with the immunoblot methodology and was (B)(6). Red blood cells and cryoprecipitate blood products from this donation were distributed for medical use. There is no information provided on the donor.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.